Event description:
It was reported that the patient's blood glucose levels reached 290 mg/dl while wearing the pod between 24 and 36 hours. There was irritation at the site, the cannula dislodged from the infusion site (arm). The cannula was also found bent. The patient used medication, not related to our product on the irritation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.